Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation and was inflated at 15 atmospheres for 15 seconds. However, upon withdrawal, the device got entangled with the non-bsc guide wire. The device was removed together with the system and the procedure was completed with a non-bsc device. No patient serious injury or adverse event were reported.